Event description:
During follow-up, there was increased pacing impedance and threshold capture noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of increasing pacing impedance and pacing threshold were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Unable to perform impedance test due to the condition of the lead as received.